Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 29-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included discharge and itching. Concurrent conditions included vaginitis and vulvovaginitis. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On 22-nov-2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: decscipancies in date of insertion (B)(6) 2013 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and menstrual disorder outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 29-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included discharge and itching. Concurrent conditions included vaginitis, vulvovaginitis and anemia. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/pain pelvic area"), depression ("psychological or psychiatric problems- condition: depression") and anxiety ("psychological or psychiatric problems- condition: mental anguish"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancies in date of insertion - (B)(6) 2013. Plaintiff claim that essure not worsened a previously existing injury/condition. She claim that after essure removal the injuries or symptoms you claim resulted from essure are not decrease or resolve. Discrepancy noted in insertion date :(B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 29-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included discharge and itching. Concurrent conditions included vaginitis, vulvovaginitis and anemia. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/pain pelvic area"), depression ("psychological or psychiatric problems- condition: depression") and anxiety ("psychological or psychiatric problems- condition: mental anguish"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancies in date of insertion (B)(6) 2013. Plaintiff claim that essure not worsened a previously existing injury/condition. She claim that after essure removal the injuries or symptoms you claim resulted from essure are not decrease or resolve. Discrepancy noted in insertion date :(B)(6) 2013 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Events: bladder disorder nos, urinary tract disorder nos, bladder infection, uti, vaginal infection, vaginal discharge were added. On (B)(6) 2020: pfs received: rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 29-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included discharge and itching. Concurrent conditions included vaginitis and vulvovaginitis. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancies in date of insertion (B)(6) 2013. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish and did not undergo confirmation test. Lot number added. Medical history and concurrent condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 29-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included discharge and itching. Concurrent conditions included vaginitis, vulvovaginitis and anemia. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/pain pelvic area"), depression ("psychological or psychiatric problems- condition: depression") and anxiety ("psychological or psychiatric problems- condition: mental anguish"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancies in date of insertion -(B)(6) 2013. Plaintiff claim that essure not worsened a previously existing injury/condition. She claim that after essure removal the injuries or symptoms you claim resulted from essure are not decrease or resolve. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Events: bladder disorder nos, urinary tract disorder nos, bladder infection, uti, vaginal infection, vaginal discharge were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.